Event description:
C-arm malfunctioned after patient procedure was started. Issues included limited arm movement and freezing at times. Provider notified. Staff performed trouble shooting of machine. Procedure completed.